Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade and drainage was performed. It was not clearly determined whether the issue existed with the atrial or ventricular lead. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.